Event description:
It was reported by the clinician, that the catheter was inserted successfully into a male patient suffering from emphysema. The patient was sent for a chest x-ray and 1 cc of air was noticed in the patient's pulmonary space. As a result, the catheter was removed. There were no patient complications reported. 2008 update: follow up information stated a CT scan was performed which indicated the right and left internal jugular and pulmonary space showed air was present. Images will not be released.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.